Event description:
As reported to coloplast though not verified, on (B)(6) 2006 patient was implanted; as a result, patient experienced erosion, pain, and bladder and urethral infections..

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify this report. Other text : device not returned.